Event description:
The customer reported to olympus, too dark to see image on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported dark image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the illumination was manually dimmed by the end-user. The issue may have also resulted from an automatic light abnormality. Olympus will continue to monitor field performance for this device.